Event description:
Additional information received reported that the patient¿s entire system (catheter and pump) were replaced on (B)(6) 2014. The revision was scheduled because of the patient¿s complaints of increased spasticity. The catheter was disconnected from the pump and there was spontaneous back flow of cerebrospinal fluid (csf). Despite no evidence of a problem, the catheter and pump were replaced. The dose was decreased after replacement and the patient was admitted for observation. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was sent in for analysis because the healthcare professional (hcp) was not able to determine an issue with the pump or catheter, and the cause of the patient¿s issue was unknown. The patient was doing fine at this time, but the manufacturer¿s representative heard that the patient¿s dose was ¿creeping back up.¿

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter strain relief shroud non significant anomaly, may or may not be explant related. Longer applicable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on 2016-nov-29. It was reported that the patient's intrathecal baclofen dose was up to 3900 mcg/day and the patient experienced "baclofen insensitivity" in 2014 so the daily dose was decreased to 2100 mcg/day although the patient was still experiencing severe spasticity that began in 2014.

Event description:
Following implant, with the dose at 1000 mcg/day, the patient did well for approximately 3 weeks. The patient then began having increased spasticity. The ¿daily dose was increased up to 3000 mcg/day¿ and the patient was still having increased spasticity. A catheter dye study was done on (B)(6) 2014 and the radiologist was able to aspirate 3 cc of fluid easily through the cap (catheter access port), but thought there was resistance when injecting and could not see dye going through the catheter. There had been no reservoir volume discrepancies. The device system was delivering lioresal. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.